Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of a right common femoral vein was attempted with a proglide device after a percutaneous transluminal coronary interventional procedure using a 6f sheath. Reportedly, the device separated in the patient and required surgery for removal. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hematoma and hemorrhage are listed in the electronic perclose proglide instructions for use as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report # mw5110178h6: health effect - clinical code 4582 removed.

Event description:
User facility medwatch report received that states "this is a (B)(6) white female who was admitted on (B)(6) 2022 with a stemi she also developed complete heart block and was taken to the cardiac catheterization lab. A drug-eluting stent was placed in the rca. At the end of the procedure the temporary pacemaker was removed from the femoral vein and closure was attempted with a closure device (perclose). The closure device broke and became entrapped in the vein. Vascular surgery was called and attempted to remove it but was unable so he took her to the operating room for removal. The device was successfully retrieved but she developed a groin hematoma in the pacu. She was taken back to the operating room where a small arterial bleed was noted and this was repaired and a jp drain was placed. She was taken to the ICU for monitoring. FDA safety report ID# (B)(4)."